Manufacturer narrative:
Additional physician: dr. (B)(6). Device code (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal prolapse procedure performed on (B)(6) 2021. During the procedure, the surgeons reported that the carrier was gripping and tangling in the patient's ligament (unable to retract). They also reported that the surgeons almost had to cut the ligament to retrieve the device. The procedure was completed with another capio slim device. There were no patient complications a result of the event.